Event description:
The complainant had placed a impella cp pump to support a patient. It was reported that the sterile cover on the repositioning unit torn off. There was no harm to the patient and support continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.